Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer(fse) inspected the iabp unit. Inspection carried out on the cardiosave as requested by the customer that the equipment shut down during work. Finding out from the logs that the equipment shut down because it was working in battery mode until it was completely depleted, the equipment alarms that it has a low battery when there are 30 minutes left to end, sounding an alarm every 30 seconds. Equipment on the 26th spent the whole day working on the electrical network with its full battery charges to check for a possible shutdown, which did not occur. On the 27th the battery functional tests were carried out and they took more than 60 minutes each, eliminating possible battery problems. The customer is advised to check the fittings of the sockets in the beds to avoid battery operation for long periods. Equipment released for use.

Event description:
N/a.

Event description:
It was reported that while in engineering, the cardiosave intra-aortic balloon pump (iabp) shut down during work. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.